Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) and stopcock was damaged the following information was received by the initial reporter with the following information: it was reported by the customer that when the tubing is taken out of the package, all connections are being tightened, after tightened they are coming apart when primed, even when staff try to tighten them again.

Manufacturer narrative:
It was reported by the customer that when the tubing is taken out of the package, all connections are being tightened, after tightened they are coming apart when primed, even when staff try to tighten them again. Two samples of item: mx4452, lot: 24089088 was submitted for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. All connections were checked for tightness and the infusion set was primed. No leakage, air-in-line or occlusion issues were found. The customer complaint of connection issues - disconnection was not confirmed. A root cause was not determined with samples of lot: 24089088 because the failure was not replicated. A device history record review for model: mx4452, lot number: 24089088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Materials: mx4452, batch#: 24089088, 24079120. It was reported by the customer that when the tubing is taken out of the package, all connections are being tightened, after tightened they are coming apart when primed, even when staff try to tighten them again. Rcc received a complaint via email. Per our conversation today, our anesthesia/pacu department is having an issue with product code: mx4552, lot number: 24089088. I have 3 sets that they have saved. Here is what the complaint is. When the tubing is taken out of the package, all connections are being tightened, after tightened they are coming apart when primed, even when staff try to tighten them again. Please let me know if you need anything else from me. Response received on (B)(6) 2024. This response is from anesthesiology. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. A. 11-01-2024, b. 12-11-2024. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? On (B)(6) 2024. A. Direct patient harm is not known to have occurred. However, there was plastic debris detected in the tubing when it was replaced and there was no way to know if smaller plastic particles were also dislodged and delivered to the patient. Some of the patient¿s blood was lost in the broken tubing during the troubleshooting and tubing replacement. On (B)(6) 2024. Significant direct patient is not known to have occurred. Some of the patient¿s blood was lost in the broken tubing during the troubleshooting and tubing replacement. 3. Any adverse event or serious injury reported to patient or health care professional? 11-01-2024. A. While troubleshooting the leaking tubing during the middle of the operation, the anesthesiologist was not able to engage in other patient care. During attempts to fix the leaking tubing, a piece of the tubing became dislodged and blocked flow of fluids and medications. The anesthesiologist was able to remove and replace the tubing but this distracted them from direct patient care during the middle of an operation. Blood and fluid leaked on the floor. On (B)(6) 2024. While troubleshooting the leaking tubing during the middle of the operation, the nurse anesthetist was not able to engage in other patient care. The nurse anesthetist was able to remove and replace the tubing but this distracted them from direct patient care during the middle of an operation. Blood and fluid leaked on the floor. 4. What type of medication was used? A. On (B)(6) 2024: not reported b. On (B)(6) 2024: not reported 5. Did any leakage happen? A. On (B)(6) 2024: yes, see 3. Above. B. On (B)(6) 2024: yes, see 3. Above. Please let us know if there is anything else that you need. We now have 4 tubings. The lot number for the 4 set is 24079120.